Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue with a minicap. The connection issue occurred between the transfer set and the minicap; further described by the pt as ¿the top of their transfer set came off while they were asleep¿. No further detail was provided regarding the event. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).